Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient used to charge their implant once a week on (B)(6) and now by the time they get to it the past couple (B)(6) the battery has already been drained and therapy is off. The caller was then able to assist the patient with recharging the implantable neurostimulator (ins) and turning therapy back on but was concerned as to why the battery is draining more rapidly than expected. The caller thought possibly part of the issue is because the patient had sustained a fall last tuesday and ended up having to go to the ER and had to have a CT scan of the head and neck so thought that "may have triggered something". Reviewed possible risks of falls and also reviewed how changes to device programming could affect the charge frequency. Caller indicated the patient had his left side battery settings increased on (B)(6) 2026 when they saw the managing physician for stiffness, being stuck, and falling, however they only started to notice the difference with the battery draining more rapidly over the last two weeks. Caller indicated they always charge the ins battery to 100%. Redirected to managing physician however caller stated the patient just saw managing physician yesterday but think that the manufacturing rep's help is needed at this point to troubleshoot the issue.